Event description:
This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. During a robotic assisted aorto-bifemoral bypass procedure, the clamps were used. After it was clamped and the safe locks closed, it is alleged that the proximal clamp scissored or slipped from the aorta. The bleeding was immediately controlled and procedure converted to open operation. Pt died in 2003. It is unknown to the hospital or doctor if the device incident contributed at all.